Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that chiller temperature (t4) was at 6c, but the mixing pump was not moving water.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Test mixing pump installed in decon to cool. Replaced mixing pump. Erratic flow reading in by-pass. 2 tank seal damage on tank. Serviced circulation pump. Replaced flowmeter, tank seals, heater, manifold o-rings, drain valves, tank tubing, coin cell. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed that chiller temperature (t4) was at 6c, but the mixing pump was not moving water. Per sample evaluation results on 17mar2025, erratic flow reading in by-pass. 2 tank seal damage on tank.